Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The child stopped responding to sound on the left side. The patient does fall a lot but a specific incident of accident or trauma is unknown.

Manufacturer narrative:
According to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation has been postponed due to the behavioral issues of the patient.

Event description:
Approximately in the first week of (B)(6) 2017 the child stopped responding to sound on the left side. The patient does fall a lot but a specific accident or trauma is unknown. Patient may be re-implanted.